Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the ventilator turns on and off. Reportedly, the unit powered itself off while in diagnostics then came back on in the normal operating mode. Clinical reports an instance of high blower temperature. The customer reports there is no error code to indicate a high blower temperature alarm had occurred. (Code 1122 was expected). The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 26apr2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the power management (pm) board and provided with revision k service manual with reference to pm board replacement instructions. The customer replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.